Manufacturer narrative:
Patient information requested but not provided.(B)(4) - rotation of intraocular lens.reason for non evaluation: to date, the intraocular lens remains implanted.device manufacture date: unknown.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that a patient experienced significant rotation of the intraocular lens (iol) post operatively. Patient required a second surgical manipulation (rotation of the lens done at the slit lamp) sometime following the original surgery. The date of the original implant nor the secondary procedure were provided. No further information was provided.